Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct on (B)(6) 2017 according to the complainant, during attempted deployment of the flexima¿ biliary stent, the guide catheter stretched and broke. This event reportedly required intervention to remove the broken device, however, no further information could be obtained at this time. After manipulation of the device, the stent was successfully deployed and the procedure was completed using this device. This event did not result in any complication or harm to the patient. The patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.